Event description:
This is a report of a flo-gard infusion pump in which the door does not close. The reported condition occurred during programming/setup in the ER. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with the door not closing was confirmed and reproduced. The cause of the reported condition was determined to be a cracked door latch/door handle. The door latch was replaced to fix the reported condition.